Event description:
International affiliate reports the tips of six skyline drivers broke off from the instruments when inserting screws during a surgical procedure. Reports the surgeon has used the skyline system many times and the patient¿s bone quality was not a cause of concern. Also reports that there could have been evidence of instrument wear prior to usage as these sets are frequently used. A back out driver was used to continue inserting the screws. There were no adverse consequences to the patient. See the following mfg medwatch report numbers for the other drivers that broke during this event: 1526439-2013-33162, 1526439-2013-33163, 1526439-2013-33164, 1526439-2013-33165, 1526439-2013-33166.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned skyline expansion tip driver revealed that the tip was not broken as had been reported. Examination found the distal tip had been significantly twisted and plastically deformed. Additionally, the drive feature had been stripped and still remained intact to the instrument. No other visual anomalies were noted. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the instrument found no emerging trends. The root cause is unknown. However based on the evaluation it is likely that the driver tip was subjected to an unanticipated level of torque resulting in tip stripping/twisting. No corrective action is required as there has been no issue identified in the manufacturing or release of the device. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.